Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported towards the end of last week the patient began to hallucinate after getting a neuropathy treatment, which was confirmed to be unrelated to the device/therapy. It was stated that the patient was "seeing a lady talking to her while in the car and she thought people were in the house." Caller then stated that if the patient is being truthful with him, she is no longer having hallucinations. Caller stated his reason for calling is to inquire if the patient's deep brain stimulator (dbs) may have interacted with the neuropathy treatment and caused her to have the hallucinations. Caller mentioned that the neuropathy treatment involves injections and a process where the health care provider (hcp) "electronically sends signals" to the area affected by neuropathy. Caller then inquired if a manufacturer's representative (rep) could speak with the patient's hcp to determine if it's safe for the patient to continue with the neuropathy treatment or if she should be turning the implantable neurostimulator (ins) off. It was advised for the caller to have the hcp call technical services to review compatibility info/guidelines. Caller mentioned that this issue has al ready been reported to the patient's family care physician and the neurologist, both of whom he said "didn't seem concerned with it."